Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, several auto mode switching episodes due to far-r oversensing were observed. Some oversensing episodes were also misinterpreted as atrial fibrillation. Patient was well before and after the event, so the physician elected to continue to monitor the patient in follow-ups and then decide if any changes are necessary.